Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of multi gravida. On (B)(6) 2007, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device ("she became pregnant with her third child"), abortion early ("she became pregnant and suffered a miscarriage at eight weeks"), genital haemorrhage ("bleeding"), heavy menstrual bleeding ("menorrhagia was diagnosed"), headache ("headaches"), dizziness ("dizziness"), discomfort ("daily discomfort"), depression ("profound depression") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy and double salpingectomy). Essure (ess205) was removed on (B)(6) 2017. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion early, adenomyosis, depression, discomfort, dizziness, genital haemorrhage, headache, heavy menstrual bleeding, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205) administration. The reporter commented: the method was assessed with hysterosalpingography on three occasions, and the left tube was found not to be occluded. A new insertion was indicated, and it was observed that obliteration of the tube had occurred at that time, three months after the second essure insertion in the left tube. Three subsequent controls indicated that the left tube was permeable, so a new hysteroscopy was performed to complete the technique on (B)(6) 2008, and bilateral occlusion was achieved. It can therefore be assumed that the ¿recanalisation of the tube¿ that resulted in pregnancy 2 years later happened afterwards by spontaneous repair of the tubal damage caused by the essure or that would have been caused by section in case of surgery, which also occurs. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): and the left tube was found not to be occluded [pathology test] (date unknown): uterus with cervix with squamous metaplasia. Secretory endometrium and adenomyosis. Fallopian tubes free of significant histological alterations. The essure devices were removed quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of multi gravida. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device ("she became pregnant with her third child"), abortion spontaneous ("she became pregnant and suffered a miscarriage at eight weeks"), genital haemorrhage ("bleeding"), heavy menstrual bleeding ("menorrhagia was diagnosed"), headache ("headaches"), dizziness ("dizziness"), discomfort ("daily discomfort"), depression ("profound depression") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy and double salpingectomy). Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adenomyosis, depression, discomfort, dizziness, genital haemorrhage, headache, heavy menstrual bleeding, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205) administration. The reporter commented: the method was assessed with hysterosalpingography on three occasions, and the left tube was found not to be occluded. A new insertion was indicated, and it was observed that obliteration of the tube had occurred at that time, three months after the second essure insertion in the left tube. Three subsequent controls indicated that the left tube was permeable, so a new hysteroscopy was performed to complete the technique on (B)(6) 2008, and bilateral occlusion was achieved it can therefore be assumed that the ¿recanalisation of the tube¿ that resulted in pregnancy 2 years later happened afterwards by spontaneous repair of the tubal damage caused by the essure or that would have been caused by section in case of surgery, which also occurs. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): and the left tube was found not to be occluded [pathology test] (date unknown): uterus with cervix with squamous metaplasia. Secretory endometrium and adenomyosis. Fallopian tubes free of significant histological alterations. The essure devices were removed based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.